Event description:
The facility representative reported to baxter a 3-way standard bore stopcock that leaked the anesthesia drug propofol. While being pushed with a syringe, the drug leaked out of the white knob component of the stopcock. There was a patient involved, but there was no report of patient injury or medical intervention required. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was received for evaluation. A visual examination of the sample revealed cracks on the medial port and stopcock housing. A functional test with water confirmed the reported the condition of a leaking stopcock. The root cause of this condition is the customer's use of propofol, which is a lipid based drug. The polycarbonate stopcock is not compatible with lipids. Additional information: a batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. This issue has been escalated to CAPA.